Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no severe impact. Technical support provided pump reset information, but the malfunction persisted after resetting. Consequently, technical support decided to replace the pump and instructed the customer to use multiple daily injections (mdi) as backup therapy. The replacement pump was prepared for shipping, and instructions for returning the problematic pump were provided and acknowledged by the customer.